Event description:
Pt reporting pump malfunction on cadd ms3 pump sn (B)(4), due 06/15/2019. Her back up ms3 pump's internal battery died, lost all programming data. Pt using back up pump, no ae as result. Courier shipping 1 ms3 pump with return box. No further info available. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.